Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fallopian tube & essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash pruritic ("dry skin pathces/ spots/ hips/chest/breast/legs/stomach /back & upper arms"), migraine ("migraine"), burning sensation ("tears is do burn my face"), pain ("pain"), tooth fracture ("broken teeth") and tooth discolouration ("discoloured teeth"). The patient was treated with hydrocodone, hydromorphone hydrochloride (dilaudid), morphine, oxycodone, tramadol and surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, migraine, burning sensation, tooth fracture and tooth discolouration outcome was unknown, the rash pruritic had not resolved and the pain had resolved. The reporter considered burning sensation, medical device removal, migraine, pain, rash pruritic, tooth discolouration and tooth fracture to be related to essure. The reporter commented: patient's pain from essure is gone by struggling with pain killers dependence. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New events: tooth fracture, discolored tooth added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fallopian tube & essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash pruritic ("dry skin patches/ spots/ hips/chest/breast/legs/stomach /back & upper arms"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown and the rash pruritic had not resolved. The reporter considered medical device removal and rash pruritic to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fallopian tube & essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash pruritic ("dry skin pathces/ spots/ hips/chest/breast/legs/stomach /back & upper arms"), migraine ("migraine") and burning sensation ("tears is do burn my face"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, migraine and burning sensation outcome was unknown and the rash pruritic had not resolved. The reporter considered burning sensation, medical device removal, migraine and rash pruritic to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: migraine, tears is do burn my face. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fallopian tube & essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash pruritic ("dry skin pathces/ spots/ hips/chest/breast/legs/stomach /back & upper arms"), migraine ("migraine"), burning sensation ("tears is do burn my face") and pain ("pain"). The patient was treated with hydrocodone, hydromorphone hydrochloride (dilaudid), morphine, oxycodone, tramadol and surgery (to remove essure). Essure was removed on (B)(6) 2015 2015. At the time of the report, the medical device removal, migraine and burning sensation outcome was unknown, the rash pruritic had not resolved and the pain had resolved. The reporter considered burning sensation, medical device removal, migraine, pain and rash pruritic to be related to essure. The reporter commented: patient's pain from essure is gone by struggling with pain killers dependence. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - pain and treatment drugs were added and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.